Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results. The service estimation group performed a visual inspection on the returned scope and did not note any foreign substance/material on the scope. However, the distal end plastic cover has a large open crack and the objective lens has an internal crack. The scope failed the leak test from the cracked distal end cover. There is a large red-green-blue (rgb) dot on the image. In addition, the bending section cover glues are discolored and cracked and the air/water inlet at the scope connector is loose. Based on the physical evaluation of the scope, the likely cause of the damaged distal end cover is attributed to handling/maintenance. The cause of the reported positive culture cannot be determined at this time. However, if additional information from the becomes available this report will be updated accordingly. As a preventive measure, the instructions manual provides warning which states, "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. In addition, before use to "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities."

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g4, g7, h2, h4, h6 and h10. The subject device was returned to the service center for a reported ¿cracked distal end adjacent to lens¿ from the user facility. However, the scope was not escalated for positive culture; therefore, the culture test could not be performed by the third-party lab and/or confirm the reported serratia (marcercens). The suggested events are positive culture tested from the device, possibly from the cracks and gap on the distal end cover as previously reported. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined possible cause are due to the following: 1. User¿s clean disinfection and sterilization process possibly differed to the process by the manufacturer, which led to insufficient reprocessing. 2. Contamination possibly occurred at microbiological testing. 3. Insufficient reprocessing due to the device defects. As stated on the IFU and as a preventive measure, the user manual states: warnings :do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was not returned for evaluation. The manufacturer followed up with the user facility via telephone and in writing to obtain additional information regarding the reported positive culture, but no information was obtained. As part of our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. The cause of the reported positive culture cannot be confirmed, however, if additional information becomes available or if the scope is returned at a later date, this report will be supplemented accordingly.

Event description:
The user facility reported that the scope culture tested positive for serratia (marcescens) after it has been reprocessed in their automated endoscope reprocessor, oer-pro. The user facility has removed the scope from circulation and placed in isolation. There was no patient infection associated with this report. In addition, the oer-pro use is used with acecide-c. The efficacy of the oer-pro was tested prior to running the cycle on the scope and it passed. A preventive maintenance was completed on the oer-pro in april 19, 2019.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility at met with the spd manager. The ess provided and demonstrated an in-service in reprocessing on the tjf-160vf. The ess noted the reprocessing staff utilizes a custom ultrasonic sink to perform suction/flushing on the scope during manual cleaning process. Also, a maj-1534 channel cleaning brush was not available so it was verbally explained to the staff. To date the ess has not been able to conduct an observation on the staff's reprocessing practices as the user facility cancelled their ercp procedures. The user facility will contact the ess once ercp case will be scheduled.